Manufacturer narrative:
System data received and analyzed. The root cause was identified as user error. System data provides evidence that the surgeon has selected a doctor position of -90 degrees instead of +90 degrees. The device in this case is not able to register the diagnostic image to the patient's image which resulted in a wrong registration angle. The surgeon did not further not review the provided registration angle which confirmed wrong astigmatism axis, and resulted in an incorrect implanted intraocular lens (iol. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, a restart of the machine resolved the issue and there were no consequences to patients.

Manufacturer narrative:
The user recognized this issue when checking the proposed registration according to user instruction. There was no impact to the patient. The root cause was a general lack of understanding the device. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, a 30-40 degrees difference between two recognitions for implantable contact lens prior to image guided cataract surgery. Additional information has been requested.